Manufacturer narrative:
Result: the 8x30 pc400 coil was damaged and detached from the pusher assembly. The pet-lock on the proximal end of the pusher assembly was still intact. The proximal constraint sphere was inside the distal detachment tip (ddt) with approximately 9.8 cm of sr-wire intact. The pusher assembly was kinked approximately 135.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicates that the 8x30 pc400 coil unintentionally detached while being retracted. The 7x20 pc400 coil was deployed, but did not form as planned. The coil was removed and inserted again in a px slim delivery microcatheter and could not advance distally. Evaluation of the returned products confirms that the 8x30 pc400 coil was detached from the pusher assembly. The 7x20 pc400 coil was intact with the pusher assembly inside the coil introducer sheath. The coil introducer sheath was ovalized at the distal tip which prevented the coil from advancing distally into the px slim delivery microcatheter. Based on the event description and evaluation of the devices, it appears that the sr-wire was fractured during the retrieval of the coil, which resulted in an unintentional detachment. It also appears that the rotating hemostatic valve (rhv) may have been over tightened on the introducer sheath causing it to ovalize. The px slim microcatheter that was mentioned in the complaint was not returned for evaluation. The penumbra coil 400 devices are 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00704.

Event description:
The patient was undergoing coil embolization in the internal iliac artery using penumbra coils 400, a px slim delivery microcatheter and another manufacturer's catheter. During the procedure, the second penumbra coil 400 was being deployed in the target vessel through the px slim delivery microcatheter, which also passed inside another non-penumbra catheter. During this process, the coil became entangled in the non-penumbra catheter. As the physician tried to retrieve the coil, the coil unintentionally detached within the catheter. The non-penumbra catheter, the px slim delivery microcatheter and the penumbra coil were retrieved and removed from the patient. As the fifth penumbra coil 400 was being deployed, the physician had difficulty creating the desired shape. The penumbra coil was retracted and the physician was unable to advance the penumbra coil 400 again so it was removed. The procedure continued using a new penumbra coil 400 and the same px slim delivery microcatheter. There was no report of an adverse effect on the patient. Physician's comment: I pulled and inserted these coils not forcefully. I manipulated these devices properly.